Manufacturer narrative:
Event site name: (B)(6) the unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that paint was peeling off on light. No patient involvement and no injury have been reported.